Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and an invisalign aligner was being used. A UDI could not be provided in this report as this information was not captured in this complaint ticket.

Event description:
The patient reported tooth # 20 (lower left 2nd premolar) being extracted, due to a periodontal pocket that was developed a vertical fracture. The patient reported visiting a periodontist to alleviate the reported symptom. The patient did not report taking or being prescribed medication to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners and is currently getting better. The treating doctor shared the potential root cause could have been the aligner wear.